Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up # 1 date of submission 6/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 6/13/2016 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues were observed therefore the investigation was unable to duplicate the initial complaint. The pump was opened and there was no evidence of corrosion or damage on the motor flex connector. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the battery compartment was cracked below the bumper pad. Also unrelated to the initial complaint, it was observed that there was a crack in the pump case between the keypad and the display. The returned battery cap had stripped threads and was unable to fully tighten onto the pump therefore a test battery cap was used for all steps of the investigation. It was observed that the keypad was working properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.